Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming during dwell 2 of 3. Treatment was cancelled. The cycler door was opened and fluid was found in the cassette compartment. The patient¿s peritoneal dialysis nurse has been notified. The supplier set was discarded. During follow-up, the patient¿s peritoneal dialysis nurse (pdrn) reported that there were no serious injuries, complications or infections. The patient¿s effluent remains clear. The patient was not prescribed antibiotics. No adverse event reported at this time.